Manufacturer narrative:
The device was not available for evaluation. Additional information provided that the patient presented with neck pain. Imaging provided shows secure-c implants as c3-4 and c4-5. It should be noted that secure-c is approved for 1-level indication only. The implant at c3-4 was observed to have migrated anteriorly. The imaging also suggests that the inferior endplate did not seat appropriately. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done to remove a secure-c implant.